Event description:
The dealer states that the frame is bent. The dealer states they believe it happened when the chair was being transported.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.